Event description:
The pt wasn't feeling well and pt tested their blood glucose on the suspect device. Pt obtained a reading of 102mg/dl. About twenty mins later pt was incoherent and a repeat test was 145mg/dl. Emergency medical tech were called and they arrived and tested pt's glucose at 26mg/dl. The emergency medical tech treated pt with a glucose IV and took pt to the hosp. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.